Manufacturer narrative:
Unknown/ asked but not available. Date of event: unknown, not provided, but the best estimate date is between may 24, 2022 and june 28, 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. The search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye due to dysphotopsia. Another competitor lens was used as the replacement. There was no patient injury and no other intervention was required. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes section d9: returned to manufacturer on: sep 19, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received inside of a lens case. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could cause or contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the reported complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.